Manufacturer narrative:
The samples are centrifuged for three (3) minutes at 7600 rpm. Per the customer supplied qc charts, all three levels of accutni qc were within the customer's established ranges prior to the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse cleaned the wash pump valve. The fse performed a 15 replicate precision test using accutni qc; all results were within specifications. The fse also performed a diagnostic pump test and a dil-test; all testing passed within instrument specifications. The fse removed the fluidics manifold and analytical module and verified all fittings, lines and connections; no issues were noted. The fse primed the system and performed a routine system check and a high sensitivity system check; both passed within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated result for accutni (troponin) above the ami cutoff on one patient's sample that was generated by the access 2i (lxi) immunoassay system. Subsequent testing produced a lower result within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.